Event description:
It was reported that a vectris mrics compact lead was revised due to high impedance values (8-15, all greater than 40000) observed on the day of surgery. The lead was replaced because of these high impedance readings, and the patient elected to change the battery at the same time. Troubleshooting included attempting to use the lead with impedances in the old implantable pulse generator, but the same contacts remained out, leading to the decision to replace the lead. The product was explanted. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.